Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 kept failing and was difficult to open and close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sticky right-side rail on the drawer, which caused difficulty in opening and closing. The field service engineer replaced the drawer and configured it successfully. The system functioned as intended after the field service engineer repaired the device.